Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 211 mg/dl at the time of the call. The customer stated that they got out of the pool but kept the insulin pump away from the water. The customer also experienced a no delivery alarm but did not want to send the reservoir back for analysis. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.